Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. She was trying to prime it and only has a little insulin left. Customer's blood glucose was unknown. While trying to prime, the compromised force sensor alarm goes off. She reset the insulin pump and it alarmed the same thing. Customer stated that insulin pump was not dropped or bumped. Customer states drive support cap was sticking out and that she had pushed it back in while speaking with helpline. She was advised that the alarm meant that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and that the insulin pump would need to be replaced. The pump will be returned for analysis.